Event description:
It was reported that the pressure guidewire was utilized during a (therapeutic) ffr-guided angioplasty of a mid-lad lesion, moderately (60%) stenosed, and "not tortuous". The plaque was considered to most likely be "lipid". Upon opening the wire onto the backtable, the wire was plugged into the pimette and was recognized, no error messages were provided on the system, the wire zeroed and was then flushed. The pd wave form was a lot higher than the pa despite flushing and reconnecting the wire. Normalization of 1.0 was definitely achieved. They changed the pimette and rebooted the combomap. The above connection was reattempted with the same result of a raised pd pressure compared to that to the pa. It was further reported that the performing physician was an experienced operator who routinely shapes the MFR's wires as he shaped this wire by hand over the introducer needle. No resistance or steerability was experienced as the physician utilized a 6fr introducer sheath and a 3.5 ebu guide catheter. There was no further troubleshooting reported and the doctor requested a new pressure guidewire and successfully finished the case with no adverse events. The pt had a "good response" to this percutaneous coronary intervention and was discharged according to the treatment plan. When the pressure guidewire was returned to the MFR examination results revealed a corroded distal tip dome.

Manufacturer narrative:
(B)(4). The device was returned for eval and was tested for its functionality. During signal test the device failed to zero and message "attached wire to connector" was obtained. A drift test which can only be performed if the device is successfully zeroed was not possible with this device. Visual inspection was performed and found kinks in multiple locations and the distal tip appeared to be shaped. Microscopic examination revealed that the distal tip soldered dome was corroded and was covered with whitish debris. The dome is intended to enhance smooth tracking and reduced resistance during the advancing of the wire. A corroded dome could contribute to decreased wire handling performance. There was no report of any resistance or decreased of wire handling performance in this case. It is likely that the device's exposure to chemical's blood, and environmental moisture during preparation/use in field and/or handling before it was returned to the MFR could have weakened the bond between the device tip and the dome. The shaping of the tip could have also contributed towards the weakened strength. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The observed corrosion on the distal tip dome is being investigated by the MFR. If add'l info becomes available at a later date, a f/u report will be submitted.